Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the nc quantum apex monorail (mr) device was received with blood and contrast visible in the inflation lumen. The balloon was in a deflated state. There was a pinhole located in the balloon wall material 2mm from the proximal edge of the distal markerband. Microscopic inspection of the balloon material and the remainder of the device revealed no evidence of any material or manufacturing deficiencies that could have contributed to the damaged balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous, severely calcified mid left anterior descending artery. The 2.25 x 12mm nc quantum apex mr balloon ruptured on the first inflation at 20atms. The device was removed intact. The procedure was completed with another of the same device. There were no reported complications and the patient's condition was good.